Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Line placed in (l) cephalic vessel and threaded easily to central position at 14 cm. Line flushed well and easy blood return noticed. Line steri-stripped at site and then attempted to remove guide wire. Line straightened and guide wire slowly pulled from line. Catheter "bunched-up" at the point where the thick part of catheter meets with the thin part of line. Guide wire eventually came out from line but after significant amount of time and difficulty. Line then noted to be leaking along the catheter. Line then removed from patient and non-guide wire line placed in same vessel above the initial insertion site.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no sample had been returned. Due to the missing sample no analysis or investigation was possible. This complaint could not be classified as we did not receive a sample for examination. The instruction for use (IFU) for this product there is a statement that if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Tests have shown that a bolus injection of diluted intralipid will support stylet removal even more. The user should be informed about this possibility. Looking to the pir it seems that the user aspirated blood to confirm the correct placement. Vygon's IFU contains the suggestion that this catheter is not suitable for blood aspiration. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. The customer should be trained again in catheter handling according to the product's IFU. Each catheter is flow and leak tested before packaging a manufacturing fault is very unlikely. The batch history record was reviewed and did not show any deviations during the production. This is the 3rd complaint for batch 8023296 and the 5th regarding a stylet problem on code 4g07125223 but none of them manufacturing related. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Line placed in (l) cephalic vessel and threaded easily to central position at 14 cm. Line flushed well and easy blood return noticed. Line steri-stripped at site and then attempted to remove guide wire. Line straightened and guide wire slowly pulled from line. Catheter "bunched-up" at the point where the thick part of catheter meets with the thin part of line. Guide wire eventually came out from line but after significant amount of time and difficulty. Line then noted to be leaking along the catheter. Line then removed from patient and non-guide wire line placed in same vessel above the initial insertion site.